Event description:
It was reported that asymptomatic patient presented to the clinic. Upon interrogation, the ventricular lead exhibited noise and noise reversion. All other electrical measurements were normal, and the noise could not be significantly reproduced. The device was reprogrammed and the patient was in stable condition and would continue to be monitored.